Manufacturer narrative:
The exact event date was not available, therefore the date 09/01/2024 was used as estimate. Additional information updated: b1: adverse event/product problem. B2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. H1: type of reportable event. H6: impact codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited spontaneous deflation issues due to fluid loss from the reservoir and pump. Several months later, a surgical procedure was performed, during which all components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited spontaneous deflation issues due to fluid loss from the reservoir and pump. A replacement surgery is planned; however, it has not been scheduled yet. There were no patient complications reported.